Event description:
It was reported that the defibrillation charge will not shock below 10 joules. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control provided customer with the part number of the power conversion pcb assembly. Customer refused service from physio-control, and repair was performed by the customer's biomed engineer. It was later confirmed by the customer that the root cause of the reported failure was the power conversion pcb assembly. The replaced assembly will not be returned to physio-control for evaluation.